Event description:
The complainant alleged that a male medic(age unknown) received an unintended delivery of energy up his left arm while conducting a 100 joule self test on the device. When the medic received the shock, the device was in the vehicle, with restraining harness open and hanging loose with the zoll carrying case open at the top. There was no indication of any adverse or lingering after effects to the medic who received the unintended delivery of energy. There was no patient involvement in the reported event.